Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, the results are: 1/4/24 the fc batteries were dead, restricting operations when fc is activated. The hpc water control was set to minimum, thereby restricting water flow and causing the st to heat up during use, there is no passage of water through the hpc to the st. The control have been reset to meet factory's specs. Unit have been calibrated and tested. No other faults found.

Event description:
While using a cavitron plus g136 they allege that the handpiece is getting warm and has low water flow,no injury resulted.